Manufacturer narrative:
The insulin pump was monitored. All operating currents tested within specification range. No failed battery test alarms, unexpected weak battery alarms or low battery alarms noted. The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump was not received with original battery cap. No damage to battery tube threads noted. The boluses were programmed and delivered using bolus wizard. No bolus anomaly noted. No cosmetic damage noted on the pump. All buttons functioned properly. However, the pump had moisture damage noted on keypad traces.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
It was reported via phone call that the customer had issues with insulin pump. The device alarmed low battery weak battery and had unresponsive buttons. The customer's blood glucose was 338mg/dl. The customer agreed to return pump for analysis.